Event description:
It was reported that the patient experienced a perforation and pericardial effusion which the physician suspected was related to the right ventricular (rv) lead. The right atrial (ra) lead and rv leads were repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.